Manufacturer narrative:
A ge service rep performed an on site investigation. The flip flop brake assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was discovered during a pm that the flip flop brake on the 9600 system was worn. No pt injury was reported.